Event description:
It was reported that practitioners were attempting to establish ECMO and a number of guidewires were used. After the procedure, a fragment of the guidewire remained in the patient. The patient ultimately passed because they were awaiting transplant and never fully recovered to be listed. The event occurred in (B)(6) of 2014. ECMO - extra corporeal membrane oxygenation. B)(4), reference MFR # 8010762-2015-00263.